Manufacturer narrative:
Pump received with missing segments due to cracked lcd zebra connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to cracked lcd zebra connector. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken reservoir tube lip and missing reservoir tube o ring.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the reservoir compartment had chipped pieces and the o-ring was missing after dropping insulin pump. Customer's blood glucose was 112 mg/dl. Customer was advised that insulin pump would need to be replaced.